Event description:
During resection of a uterine mass with the electrode, the surgeon was using gravity inflow and outflow. After a short while, the surgeon noted the fluid dynamics were such that the flow looked like it was moving away from the scope rather than toward the scope. The surgeon inserted a laparoscope to check for uterine perforation, and none was visibly noted. The surgeon then proceeded with the hysteroscopy and continued to view the uterus. Eventually, it was noted that the pelvic cavity was taking on fluid and the surgeon stopped the procedure. The end result was that the pt had rectosigmoid colon burns which required a transverse loop colostomy and hysterectomy.